Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, tore during loading. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection of the lens found a piece of a haptic missing. (B)(4).